Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
It was reported that during insertion of a retrograde t2 supercondylar femoral nail, when putting in the proximal locking screws (with a large amount of torque and at a slightly oblique angle to the hole/ nail), the tip of the screwdriver broke off in the screw. The driver tip was unable to be removed and was left in the patient. Rep reported there were no adverse consequences.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A recall was performed in 2002 with an advisory note to market resulting in design change for former cat. #18060290 due to potential for breakage upon rough handling which was also extended for cat. #18060291 under advisory note extension [revision due to extension of original recall]. Based on above it could not be excluded that the case is rather related to misuse and in case of actions as per advisory note pointed out it would not have been used in the current reported event. However, a thorough technical statement could not be given due to missing physical item. Referring to the very long period since manufacturing [manufactured in 2002] the device has reached the end of its useful service-life and had fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. Finally, more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The investigation found no evidence of material or manufacturing issues in connection with the process. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported that during insertion of a retrograde t2 supercondylar femoral nail, when putting in the proximal locking screws (with a large amount of torque and at a slightly oblique angle to the hole/ nail), the tip of the screwdriver broke off in the screw. The driver tip was unable to be removed and was left in the patient. Rep reported there were no adverse consequences.